Event description:
It was reported that the ventilator would not go into standby mode. There was no patient involvement. The service engineer (se) inspected the device and confirmed the reported issue. The se replaced the flow sensor. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.

Event description:
It was reported that the ventilator would not go into standby mode. There was no patient involvement. The service engineer (se) inspected the device and confirmed the reported issue. The se replaced the flow sensor. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.